Event description:
Opened advantage ultra system mid-urethral sling to field. Upon inspection by surgeon after removing from inner sterile tray, there was a dark hair found on the device. Device was removed from field (hair had fallen to floor after touched), and gloves changed by all who had touched packaging or device. New device opened and used. Device in question never touched the patient.